Event description:
During evaluation of a returned basal/bolus infusor, the delivery tubing was noted to be leaking from a cut. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between september 14, 2012 ¿ september 17, 2012. The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed a surface cut located on the delivery tubing. Additionally, functional testing was performed and a leak was observed from the tubing. The cause of the leak was determined to be due to the cut in the tubing. Should additional relevant information become available, a supplemental report will be submitted.